Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced blood glucose (bg) of 46-48 mg/dl which was addressed with the customer disconnecting from the pump and drinking orange juice. Cause for bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.